Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv lead dislodged. It was also reported there was no note of any lead malfunction. The lead was removed and replaced. No patient complications have been reported as a result of this event.